Manufacturer narrative:
H11: the device was received for evaluation. During functional testing , 'confirmed device does not display loading tubing channel screen when key is inserted in keyhole' was reproduced. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the lower latch switch is functioning intermittently. The lower aux requires replacement to correct this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to display loading tubing channel screen when key is inserted in keyhole. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.